Event description:
The healthcare provider (hcp) reported that during the ¿second testing¿ of a stage 1 procedure, it was discovered that the lead had failed. The lead stopped working after it was anchored down, so it was removed from the patient¿s head and replaced with a new one. This occurred on (B)(6) 2016 at the hospital. The patient¿s indication(s) for use were unknown. (B)(4).